Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up button response due to missing dome switch. The insulin pump was received with peeling keypad overlay, cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Event description:
Customer reported that the buttons on the insulin pump are unresponsive. Customer noticed the keypad issue when trying to deliver a bolus. Blood glucose value is unknown. Nothing further reported.